Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.